Event description:
Routine complaint investigation confirms a false high reading being obtained. These results under certain conditions, for certain pt, could result in adverse effects to the user of the system. No injuries were reported in the field.

Manufacturer narrative:
Evaluation indicates that the product comparison is not valid and most likely a result of a user error. All available info regarding the sensor complaint was investigated and reviewed. Electronic testing of the returned sensor was performed. A simulated assay was implemented and met specification. No physical defects were observed relative to the sensor. The lcd display functioned appropriately with all segments visible. Sensor electronic functionally was within specification. No further sensor investigation is required. # of add'l pages 1.